Event description:
The physician attempted arteriotomy closure with prostar xl 8 fr. Device. When deploying the device, both needles with white suture did not present. Needle back down was attempted but unsuccessful. One needle had buckled, inside the barrel. The other needle was located outside of the barrel. A surgeon was called to the cath lab to extract the device. The surgeon performed a cut-down, removed the device and repaired the artery. The patient recovered without further incident.